Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1. On (B)(6) 2022, transthoracic echocardiography (tte) showed one of the implanted mitraclip (20808r1074) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. A tear on the anterior leaflet was also observed. Roughly one week later, the patient was readmitted to the hospital due to shortness of breath. On (B)(6) 2022, an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the incomplete coaptation/slda appears to be a cascading event of the tissue injury (leaflet tear). A cause for the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appear to be cascading events of the slda. Additionally, tissue damage, mr, and dyspnea are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.